Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 400 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump and changed supplies to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin and was discharged the same day with the issue resolved and no permanent damage.